Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: moisture corrosion is observed on the display screen inside the pump. There was no battery cap returned , the battery compartment is undamaged, test battery cap is able to fit securely. The pump is unable to power up and it¿s completely unresponsive, reported ¿power¿ complaint is duplicated, unable to verify steps. Leak test failed due a display lens leak. The pump¿s cover was removed, further moisture corrosion is observed on the display screen, the cgm module and to the power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.